Manufacturer narrative:
Biomérieux investigation has been conducted. Investigational testing of the isolate included ...... Vitek® 2 gp ID (customer lot and random lot, two cards each): all four gp ID cards tested resulted in excellent and very good identifications of enterococcus gallinarum. Api® 20 strep: observed no yellow pigmentation and tested hip-positive on the api® test kit, consistent with enterococcus gallinarum. The investigation concluded the vitek® 2 gp ID test kit is performing as intended.

Event description:
A customer in the united states contacted biomérieux to report a misidentification of a patient isolate (enterococcus gallinarum) as enterococcus casseliflavus in association with the vitek® 2 gram-positive (gp) identification (ID) test kit. Upon identification of the patient isolate as enterococcus casseliflavus, the customer sent the isolate to arup (reference laboratory) for confirmatory testing. Testing by (B)(4) via maldi-tof obtained an organism identification of enterococcus gallinarum. The customer indicated no patient harm or injury occurred as a result of the organism identification discrepancy. Culture submittal was requested from the customer for biomérieux investigation testing.